Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter in two pieces. The balloon was tightly folded and there was blood in inflation lumen. The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed a complete separation in the shaft located 31.6 cm from the tip of the device, tip damage, numerous kinks in the shaft and hypotube. The inner diameter of the tip and port/exit notch were measured and both ends measured met the specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The guide wire used in the procedure was not returned for analysis, so a lab supplied guide wire was used for functional testing. The .014 guide wire was backloaded onto the tip of the sterling device and advanced for 21.1 cm, then stopped. The same wire was then loaded into the port/exit notch, and advanced smoothly until 21.1 cm from the tip. The inner lumen was examined at the area where the wire could not advance past, and a blockage of hardened blood was found. The blockage was removed from the lumen/shaft, and the wire was able to advance the entire length of the lumen/shaft. The additional damage to the tip, shaft, hypotube, and port/exit notch are likely attributed to procedural factors.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that tracking difficulties occurred. The target lesion was located in the popliteal artery. A 4.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, tracking difficulties were found in the guide wire. The procedure was completed with another of the same device and no patient complications were reported. However, returned device analysis revealed shaft detached/separated.